Event description:
It was reported to covidien in 2009 that a pt expired during a procedure. It was reported the pt expired during an adjunctive procedure following a successful trellis run. Pt was a female with dx of acute ileofemoral dvt who underwent trellis procedure, with 10 mg tpa administered. The access vessel was the popliteal vein and the target vessel was the ileofemoral vein. It was reported the pt developed a rash mid-way through the trellis procedure. Post-trellis, md did an adjunctive procedure of angioplasty, first with 7x10mm balloon then with larger balloon, achieving 85-90% patency. During the 2nd angioplasty, pt began hyperventilating, vomiting, and suffered a respiratory arrest which progressed to cardiopulmonary arrest. Pt was given CPR with defibrillation and pacing x 45 minutes without success.

Manufacturer narrative:
Submit date: 09/29/09. An investigation is currently underway. Upon completion, the results will be forwarded.